Manufacturer narrative:
The technician investigated and found nothing wrong with the bed exit system. The accounts biomed ran a status report on the sidecom system and found the bed was not plugged into the accounts nurse call and it does not show that the bed exit was turned on. The accounts biomed stated that they may have used an external bed exit system but wasn't sure. Versacare bed user manual states: warning: a communication cable must be used for beds that have nurse call. Failure to do could cause pt injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system.

Event description:
The accounts biomed alleged, a pt exited the bed and fell which resulted in an injury. Nursing said, the scale alarm did not work. No additional info regarding the event was released.